Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). The clamp has been requested by livanova (B)(4) for further investigation. Results of the investigation could confirm the reported issue. The clamp was disassembled and it was noted that the connector of the light barrier was not completely connected to the clamp control board. The connector was properly connected and the clamp was tested again. No further issues occurred. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm was showing multiple error messages on the control display module during priming. There was no patient involvement.